Event description:
Caller indicated the relion micro was giving variable readings patient took readings after lunch, back to back and had the following results; 530, 300, 70, 400. Controls are within range. Customer has not been feeling well and does not agree with the results. All reading were taken less than a minute apart.

Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Actual device not returned.